Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to remove the pump from its case, clean the pneumatic tap area with an alcohol wipe or lint-free cloth, and was able to successfully load a new cartridge and resume insulin delivery.